Event description:
A nurse contacted baxter to report that the blue twist clamp on a transfer set was found to be shattered when the patient presented at the dialysis facility that day. During a follow up with the nurse, it was revealed that the home patient (hp) was in training still, and had not begun peritoneal dialysis (pd) therapy yet. The hp used the transfer set for mock treatments. The nurse stated that the hp brought the transfer set to clinic, and seemed like it was smashed-up, and the nurse did know how that happened. The nurse stated that only about one third of the light blue portion was left. Per nurse, the hp reportedly did not know how it happened either. The nurse stated that the transfer set had been in use since (B)(6) 2010, and there were no connection difficulties experienced. The nurse added that the transfer set was taped on the hp; however, the dressing had not been changed for about a week. The nurse confirmed that there were no leakages observed. Per nurse, hp is doing fine. No further information was provided. The nurse.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation since the nurse did not believe a swap was needed. A review of the device's service history revealed no issues that may have contributed to the reported increased intra-peritoneal volume (iipv) event. The assignable cause for iipv was undetermined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A nurse contacted baxter's (B)(4) to report an increased intra-peritoneal volume (iipv). The nurse stated that the home patient (hp) was starting a new therapy and had just programmed the homechoice (hc) machine. The nurse assisted the hp to go to a manual drain; the hp drained approximately 5000ml. (B)(4) contacted the nurse on (B)(6) 2010. According to the nurse this event occurred on (B)(6) 2010. The nurse stated that this was the patient's first night on therapy. The patient was on a tidal therapy. The patient's largest prescribed fill volume was 3000ml. The patient also reported receiving the check patient line alarm prior to this event. The patient stated he would roll over and the alarm would resolve itself. The nurse stated that they have since taken the patient off of tidal therapy. The patient is on 4 exchanges of 3l with a last fill volume of 1700ml. According to the nurse the patient is a bigger man and they believe that he may have pocketed some fluid and drained it all out later. The nurse stated they don't believe a swap is needed at this time. (B)(4) suggested they call and swap the device should the patient experience any more issues. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Swap of the device was declined, therefore, the device is not available for evaluation.